Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had an initial repair in (B)(6). The patient was known to have (B)(6) for more than a year, experiencing issues with skin problems and abscesses. The infection was identified via culture and treated conservatively. The mesh was resected with scissors and a knife while the damaged and adhered small intestine was sutured and re-anastomosed. The patient has not yet recovered fully and is still hospitalized.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a hernioplasty with an intraperitoneal onlay of the mesh (ipom) and adhesiolysis. The defect was noted to be 18cm x 8cm. On (B)(6) 2016, an exploratory laparotomy was performed due to a (B)(6) infection found at the mesh adhesion with the bladder and the small intestine. A complete explantation of the mesh was done with re-suturing of the intestine and bladder. The small intestine was resected with a re-anastomosis and lavage of the abdomen. A lohmann-foil and vacuum sponge were inserted. A leakage of the small intestine was detected on (B)(6) 2016. To correct the leakage, the surgeon performed a revision of the laparotomy, another lavage, re-suturing of the intestine and a new lohmann-foil and vacuum sponge (75mmhg, continuing suction) were inserted during an open abdominal procedure. The mesh was not replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was released according to quality specifications., including those records related to the collagen-based film casting and drying and the records related to the sterilization. The visual examination of the returned sample shows that the sample was not returned in its original packaging but in a sample jar with an unknown liquid. Two colors of textile were visible: white and green. It was not possible to examine the sample (textile knitting, mesh dimensions, tissue integration, etc.) Without opening the jar. Additional tests (microbiological analysis) were performed by an external lab. Based on these tests, no germs were detected and, therefore, no contamination was identified. It was determined that this was due to the sample being returned in formalin (formaldehyde) which is a disinfectant solution. Routine product bioburden monitoring is performed to help safeguard sterility assurance. A review of the bioburden trend from 01 october 2013 until 30 september 2014 does not reveal any anomaly on this product family. The reported infection is a well-known potential complication of this type of procedure. The product instructions for use (IFU) which accompanies each device states that the possible complications associated with the use of this device are those typically associated with surgically implantable mesh: seroma, hematoma, recurrence, adhesions, fistula formation, infection, inflammation, chronic pain, and/or allergic reactions to the components of the product. Potential events associated with state of the art mesh with similar indication may include: organ injury (including bowel and visceral injury), trocar-site herniation, bowel obstruction and urinary retention (related with the use of anesthetics). This report has been added to our database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend.

Event description:
According to additional information received by the reporter, the pathology investigation performed on the mesh showed that the mesh was adhered and within the bowel structures. To correct this condition, the mesh was resected with scissors and knife. The damaged and adhered small intestine was sutured and reanastomosed with maxon 4.0. The first hernia repair was in (B)(6). The patient had mrsc infection for more than a year with skin problems and abscesses. The infection was identified by lab cultures and treated conservatively prior to operation. The reporter does not believe the mesh was adhered to the bowel as a result of the infection. The patient is still in the hospital and has not fully recovered.